Manufacturer narrative:
Medtronic received additional information that the physician reported the cause of death was heart failure and the death was not attributed to the delivery catheter system (dcs).

Manufacturer narrative:
Conclusion: hypotension is a known potential adverse effect per the instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, it was reported that the patient was dependent on the left internal mammary artery due a history of coronary artery bypass. The hypotension was reported to possibly be related to the delivery catheter system (dcs), calcium embolization or the stiff wire. However, without an angio, we are unable to assess this issue completely. Neither autopsy nor explant were performed. With the limited information available, a relationship between the device and the death could not be established. However, no allegations were made relating the valve or its function to the death. Additionally, this event does not indicate device misuse or malfunction.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, subclavian access was used on this patient with a history of coronary artery bypass graft (CABG) dependent upon the left internal mammary artery (lima). A stiff wire and dilator were inserted with no conduction nor pressure issues. The delivery catheter system (dcs) was inserted with the inline sheath into the ascending aorta. The patient became hypotensive and the dcs was pulled back. Cardiopulmonary resuscitation (CPR) was initiated and the patient was placed on cardiopulmonary bypass (cpb). It was suspected that the delivery catheter system (dcs), or embolized calcium off the aortic arch, or the stiff guidewire may have occluded the lima. Once the patient had stabilized, the valve was delivered through the innominate artery, a cutdown was performed and the valve was implanted. The heart did not respond independently from cpb, the ventricle was drained, and the patient was externally shocked. There was some flutter of the ventricle, but the ventricle was too dilated to recover. The patient subsequently expired.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.